Manufacturer narrative:
This report will be amended, when our investigation is complete.

Event description:
It is reported that the pt was revised, due to the stem breaking. Implant and explant dates are unk.